Event description:
Boston scientific became aware of an event in which the 360 degrees gdc-10 coil sr was placed in the aneurysm and detached by itself. The detachment cables were never connected. Fortunately, the main coil was inside the aneurysm. There was no excessive maneuvering of the main coil. The pusher wire was removed and case was continued. No complications were reported to have occurred with the pt as a result of this event.